Event description:
It was reported by the customer that medication orders are not showing up in the profile of the bd medstation es. They stated that 2 patient orders were verified in the pharmacy information system, but the medication would not show up on the station. The medications show up when the device is rebooted, then the nurse is able to remove the medication. They verified that the station is on the network and connected. No report of patient harm or injury.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating (B)(6) 2022-(B)(6), 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not. Locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture,11-july-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device. Medicine orders were not showing up on profile. A technical support specialist resolved the issue. By knowledge article. Epic messages were resent and updated null value in medical record. Number and delay in carefusion coordination engine traffic took a few minutes to update the. Station. It was working as intended after bouncing the carefusion coordination engine to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.